Manufacturer narrative:
Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. As per the reported issue description of displayed error "no comm", the issue was overcome when the bubble detector and the level detect sensor were placed in override position and thus the error message disappeared. Also the flow signal returned. Upon inspection, the following day, the device was found to display the rpm and flow signal. In the initial medwatch report it was stated that the technician would be investigating the event. As no further issue could be found with the device, no further investigation was required. It was also later notified (i.e. 23 february 2015) that the device was not replaced during patient treatment. Thus the device was never sent off-site for evaluation. This investigation is now closed.

Event description:
(B)(4). The initial medwatch - mfg report # 8010762-2015-00242 was originally submitted on paper.

Manufacturer narrative:
A maquet field service tech will investigate the device. A supplemental medwatch will be submitted when info becomes available.

Event description:
It was reported that the rota flow was attached to the base of 2 position hl20 without the monitor activated. Reported that rota flow displayed "no comm" error message and alarmed. The flow signal was lost but the device was displaying rpms and was flowing. Perfusionist reported "it never stopped." The monitor was turned on and the bubble detector was placed in override position as was the level detect sensor. The message went away and flow signal returned. Upon inspection by a maquet sales rep, "the rota flow is in the 'free mode,' attached to 2 position hl20 base with rpm and flow displayed on the rota flow screen." (B)(4).